Manufacturer narrative:
The neuro plates were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed tensile cracks due to stress and mechanical deformations. Further observation determined there were no indications of material or manufacturing defects. The results of the investigation conclude that the root cause for breakage was due to mechanical overload placed on the devices. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.

Manufacturer narrative:
This is one of two related mdrs. Please refer to MDR 9610905-2015-00048.

Event description:
Following implantation, the neuro plates used to secure a cranial implant broke and caused the implant to become loose. The surgeon had to perform a revisional surgery in order to remove the broken neuro plates.